Manufacturer narrative:
Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer entered the transmitter ID number incorrectly; after the customer entered the correct transmitter ID number the transmitter gained connection with the pump. No additional patient or event information was available.